Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s ins had not been charged in multiple years. The rep couldn¿t interrogate. The rep reported that the patient stated it wasn¿t effective for his pain at the time. There were no diagnostics/troubleshooting performed. There were no factors that could have led to the issue. The cause of the ins not working wasn¿t determined. The rep reported that the patient would be scheduled for a replacement of his system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had not recharged in several years and he is in pain. The patient is considering device removal. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic lower back pain. Information was reported that the patient is getting an MRI. The patient stated they don't know if it's related to a problem with their device/therapy. The patient has currently had severe back pain for months. The patient stated his device hasn't worked in years, and it has been off for a couple years. He has not left it to charged. The patient stated he will talk to his doctor about getting it removed. No further complications were reported. No additional patient symptoms were reported.